Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient started losing coverage over the past summer. The patient's device was reprogrammed three days prior to the date of this report and it was noted that the stimulation was going down to the patient's left ankle. The manufacturer representative reported that when they tried to program the upper portion of the lead, the patient got a stabbing back pain. It was reported that the patient didn't feel the pain until the settings were above 8.5v, but the patient wouldn't feel stimulation when the settings were below 8.5v. The patient was using group c as it was the group that provided the best coverage that they were able to get with programming. It was noted that the stabbing back pain occurred only when programmed during the session on (B)(6) 2016 and the one on the date of this report. It was further reported that the patient felt like there was pressure in their implantable neurostimulator (ins) pocket, and the patient never turned the system off to see if the pressure went away. The manufacturer representative couldn't provide any other detail about what the pressure felt like and stated that they may try to address the issue by having the patient turn the system off to see if it was stimulation related. Impedance tests were taken and all values were within normal range. The manufacturer representative stated that they would take x-rays and evaluate the lead position. Additional information provided on (B)(6) 2016 reported that reprogramming was attempted but coverage was not obtained. X-rays were taken, but they didn't reveal a significant shift in leads. Since the patient was still getting relief from the ins, the physician elected not to make any changes at that time. Indications for use are spinal pain and complex regional pain syndrome type I.

Event description:
The consumer reported that the procedure was due to a problem with the device or therapy. The patient no longer gets the coverage they had been but it had been effective prior. It was stated that the patient was working with their healthcare professional (hcp), and the MRI was being performed in relation to it as the hcp was considering a revision due to fluid possibly getting in the area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.